Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xt was inserted into the left atrium (la). However, while steering down to the valve, while applying the m knob, the clip moved in an unintended direction due to the device being mis keyed. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.